Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 31 mg/dl with decreased alertness. The patient reported knowing what to do to treat blood glucose and treated immediately. The patient indicated not being sure why the low blood glucose happened but reported that occasionally lows would occur for now reason. The patient confirmed that the low blood glucose was no related to the pump. The patient confirmed that all of the pump settings were correct but indicated not having enough time to review the pump completely. This report is made based on the allegation that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.